Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed fatal error had occurred on the underlying data source when all users were login into the station and they unable to login due to this issue. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI): a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error when login into the station. The field service engineer (fse) worked with assigned customer service center agent to troubleshoot and then fse reimaged the bloated database station, downloaded image, input site information, data synchronization, setup auto login, deployed essential security against evolving threats credential manager and the issue was resolved. Csc assisted with setting up windows server update services. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed fatal error had occurred on the underlying data source when all users were login into the station and they unable to login due to this issue. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.